Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411. H3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was having issues with not being able to track the patient reference frame and imaging system tracker at the same time. The system could track the patient reference frame or the imaging system tracker individually even though they were in the same field of view (fov) that the camera saw. The system was rebooted and the issue resolved. There was a 5 to 10 minute surgical delay and no impact on patient outcome. It was noted that the issue had occurred a few months prior to report and was resolved. It was confirmed that the customer was using new clean spheres and had attempted adjusting the angle and position of the camera in an attempt to resolve the issue. The environment was also noted to have been changed and the only thing that resolved the issue was reboot ing the system.